Event description:
This device case, reported by a physician, concerns a patient who experienced hyperglycemic coma with acidosis. The patient was receiving 25% insulin lispro and 75% insulin lispro protamine suspension (humalog mix25) via a pen injector device (humapen ergo) for the treatment of diabetes mellitus. The device was operated by the patient who was a trained user. The device had been used for approximately one month. No medical history was reported. There were no concomitant medications. Approximately one month after beginning the humalog mix25 (25 iu in the morning, 18 iu in the evening, subcutaneously) via the humapen ergo, the patient was hospitalized due to hyperglycemic coma with acidosis. Blood glucose 800 mg%. The patient reported to the doctor that pt suspected that the humapen had not delivered insulin for approximately one week. Whilst hospitalized the patient received insulin (type unknown). The patient was discharged after two weeks in good health. The device was returned to the company in apr-2001. Initial inspection revealed that the cartridge holder is not broken and the engagement tabs are alright. The device was sent to pds the next day for further examination. The reporter did not believe that the events were related to the drug. In the opinion of the reporter there is a possible relationship between the events and the device. Update may-2001: additional information received from affiliate on apr-01 and may-01. Added that device sent to company, engagement tabs ok. Changed serious indicator for life-threatening from yes to no. For device event change serious indicator for ri to yes. Change malfunction to unk. Changed event to hyperglycemic coma with acidosis.